Manufacturer narrative:
Event site info: (B)(6). Biomed). It was reported that the cardiosave intra-aortic balloon pump (iabp) units pneumatic module to backplane cable was brok. A getinge field service engineer (fse) stated cable wires broke due to removing the helium reservoir repeatedly. Fse replaced the pneumatic to backplane cable. The preventive maintenance was then completed. The unit was approved for clinical use and returned to the department. There was no patient involved. The failure analysis and testing department received and inspected a backplane cable, and observed the couple of the wires in the harness has been exposed. The backplane cable could not be tested due to the exposed wires. Retained the backplane cable in the failure analysis and testing department per procedure.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the pneumatic module to backplane cable is broken. The cable broke when replacing compressor. There was no patient involvement reported.